Event description:
Rxsight was informed that during primary cataract surgery and implantation of a light adjustable lens+ (lal+, sn (B)(6), +20.5d), a capsular tear was noted. Two days later, a vitrectomy was performed and the implanted lal+ was repositioned into the sulcus without complications. Rxsight's first awareness of the event was on 03/04/2024.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).